Event description:
A doctor's office alleged that a patient had experienced the loss of veneers from tooth #24 and tooth #25 upon removal of the invisible retainer appliance.

Manufacturer narrative:
The doctor replaced the patient's veneers, without further incident. A new appliance was designed and placed with consideration to patient fit. To date, the patient is doing fine.